Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(6), batch: 17712515.

Event description:
It was reported that the spinal cord stimulation (scs) leads continually kept pushing through the patients skin. The physician grabbed some scissors and clipped the lead at the skull.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2158700. Model:sc-2158-70. Serial: (B)(6). Batch: 15741239 / 14582828. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 19517971.

Event description:
It was reported that the spinal cord stimulation (scs) leads continually kept pushing through the patients skin. The physician grabbed some scissors and clipped the lead at the skull. Additional information was received that the patient underwent a procedure wherein the spinal cord stimulator (scs) leads were replaced. There were no reported complications postoperatively. The explanted devices were not returned as they were discarded by the medical facility.